Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on (B)(6) 2018 via physician notification letter. Remedial action. Corrected data: initial report inadvertently did not include that remedial action of a notification was sent regarding the m1000 higher impedance reported. Additional manufacturer narrative. Corrected data: initial report inadvertently did not include that a voluntary medical device correction (remedial action) was initiated regarding the m1000.

Manufacturer narrative:
Supplemental #1 submitted with MFR # 1644487-2019-00835 was submitted on 5/24/2019 but contained incorrect event information. The information in supplemental #1 1644487-2019-00835 pertains events related to MFR #: 1644487-2019-00997, therefore a correction report was submitted separately for supplemental #1 MFR #1644487-2019-00997 on 04/24/2024 to document the correct MFR # for events in 1644487-2019-00997.

Event description:
Product analysis was completed for the patient's generator in another issue file and it was discovered that high impedance was seen earlier than initially reported. No other relevant information has been received to date.

Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on 11/16/2018 via physician notification letter.

Event description:
It was reported that high impedance was observed on the patient's m1000 generator approximately 2 weeks after implant surgery. A review of device history records for the generator showed that no unresolved non-conformances were found. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician's manual, high lead impedance (>/= 5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.